Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Poking myself with the metal tip-mouth [mouth injury]. Head keeps on coming off while brushing-oral-b [device breakage]. Case description: consumer reported via social media that the brushhead kept coming off while brushing and poking. No serious injury was reported.